Event description:
Additional information received reported the patient did not have concerns with her device or therapy. It was noted the patient had received help.

Event description:
It was reported the patient experienced a loss of therapeutic effect. There was no known accident or incident related to the symptoms. The change began the day prior. The patient stated she had lots of medical tests and had recently received an infusion device. The specifics of the tests or infusion device were not reported, including when each event had occurred. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v550364, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).